Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had left hip revision (B)(6) 2014. Over the next year, the patient complained of pain in her left hip, x-ray taken at the doctor's office showed restoration stem had subsided, appearing that the stem was under sized. The patient was brought to surgery to fix issue. A 32 x +4 lfit v40 was removed with bone tamp, restoration modular proximal cone body was removed using come stem separator, after taking the off the doctor noted that there was a previous fracture around the trochanter sighting fibrous tissue where the fracture was, fixed the fracture with cables, put in new rest mod come body and new lfit v40 32 head, stability test done to surgeons satisfaction.